Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. Based on the clinical information provided, the root cause of the purge leak was most likely sidearm yellow luer damage. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 46-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak. During a routine purge cassette change, the yellow luer was noted to be cracked. A purge bypass was subsequently performed with assistance from clinical support. Of note, sodium bicarbonate had been used in the purge. The patient was successfully weaned off support two days after the purge bypass and the pump was discarded. There were no reports of harm to the patient.